Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported keypad issue. The #0, #1, #2, and #3 keys were found to have intermittent response, due to a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigation this issue.

Event description:
It was reported that the keypad on a spectrum pump had buttons that didn't work. It was also reported that there was no pt injury.